Manufacturer narrative:
Reported event: an event regarding disassociation, fretting and wear involving an unknown accolade I stem was reported. The event was confirmed for wear. Method & results:  device evaluation and results: visual inspection: the reported device was not returned however intraop picture was provided for review. The photo provided show a significant amount of blood and tissues and wear identified in stem. Material analysis, functional and dimensional inspections could not be performed as the device was not returned.  Clinician review: no medical records were received for review with a clinical consultant.  Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that patient's left hip was revised due to dissociation of the head from the stem. Intraoperatively, excessive trunnion wear and black tissue were noted. The event was confirmed for wear. Visual inspection : the reported device was not returned however intraop picture was provided for review. The photo provided show a significant amount of blood and tissues and wear identified in stem. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised due to dissociation of the head from the stem. Intraoperatively, excessive trunnion wear and black tissue were noted. The stem, head, and liner were revised to a competitor stem and head, adm/ mdm insert, and mdm metal liner. The rep was not made aware of the condition of the revised liner. The rep provided an intra-operative picture and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
It was reported that the patient's left hip was revised due to dissociation of the head from the stem. Intraoperatively, excessive trunnion wear and black tissue were noted. The stem, head, and liner were revised to a competitor stem and head, adm/ mdm insert, and mdm metal liner. The rep was not made aware of the condition of the revised liner. The rep provided an intra-operative picture and confirmed that no further information will be released by the hospital or surgeon.